Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. Date of issue is an approximation. The patient stated they calibrated the cgm in the morning as usual and before they got into their vehicle, the cgm was displaying 147 mg/dl. About five to ten minutes later during their drive, the patient lost consciousness and was involved in a car accident. When the emergency medical technician¿s (emts) arrived, they immediately performed a finger stick and the bg meter was reading 47 mg/dl. The patient indicated that the cgm was not displaying the low vale when the finger stick reading was taken. The patient could not recall further details of the event. At the time of contact, the patient was doing fine. Data was provided for evaluation and the allegation was confirmed. The probable cause could not be determined. The reported glucose values fall within the x zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.